Event description:
The facility representative reported an infusor pump with a condition of "intermittent." This condition occurred upon power up. During device evaluation this condition was confirmed as a missing end of syringe screw which caused the device to fail to alarm for end of syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "intermittent" issue was confirmed and reproduced during product evaluation. The assignable cause was not determined due to estimate refusal by customer, as such no repairs were made to fix the reported condition. Additional information: a service history review was performed revealing this pump was previously been sent to baxter for service but not for the reported condition and, therefore, the reported condition is not related to any previous reported problem for this pump.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.